Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was repositioned several times due to bad measurements. Pericardial effusion, cardiac tamponade and a drop in blood pressure were noted during echo before pocket closure. Then, the effusion was drained. All measurements were back to normal. No additional adverse patient effects were reported. The lead was used as is.